Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced a transient ischemic attack (tia). It was noted that the breathing arrest was resolved within few minutes and no additional symptoms were reported. A computed tomography(CT) was performed the same day and no defects were observed.

Event description:
It was reported that cardiopulmonary arrest and a possible cerebrovascular accident (cva) occurred. A 24mm watchman ® laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. One partial recapture was completed due to the device positioning. Half an hour after the procedure was successfully finished, the patient had a breathing arrest. The physician performed a tracheal intubation and an echocardiogram was performed to check for a possible pericardial effusion, but there was no sign of hemorrhage. The physician reported that the patient may have suffered a cva, but further noted that the complication was related to the maneuvers during the procedure and not specifically to the watchman. The following day the patient was fully recovered. No further patient complications were reported and the patient¿s status is stable.